Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("bleeding") and food poisoning ("food poisoning") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included progesterone (progesterone). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), food poisoning (seriousness criterion hospitalization), pelvic pain ("pain / right lower pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: sub serosal leiomyoma "), adnexa uteri cyst ("other injury(ies) or complication (s) please describe: para tubal cysts.") And abdominal pain lower ("cramping"). The patient was treated with surgery (robot-assisted total single site laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, food poisoning, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, uterine leiomyoma, adnexa uteri cyst and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, device dislocation, dysmenorrhoea, dyspareunia, food poisoning, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events genital bleeding,vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, sub serosal leiomyoma, para tubal cysts, lower abdominal pain, device monitoring procedure not performed are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.